Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down arrow button had a delayed response. Reportedly, the keypad rubber was peeling by the ok button. The response issue had occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to be peeling at the ok button. The down arrow button had an intermittent response during testing. The up arrow, ok and contrast buttons responded properly. The keypad was removed and evidence of contamination was found under the down arrow, ok and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.